Event description:
Pt 1: when sheath was removed, it crumbled and fell apart into pieces. Debridement was required to remove fragments. Fragments not retained, but pump will be returned.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The sample was received and evaluated. It was initially reported that the catheter crumbled when being inserted. The eval of the sample returned found the sheath actually broke during removal, not the catheter, and some of the segments may have been left inside the pt. Info gathered from the initial reporter confirmed the sheath breakage. The directions for use (1304266, rev. F) for the sheath states: "while holding catheter tip , withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in pt. Split sheath and peel away from catheter." A warning is also included, stating "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in pt upon sheath removal." No determination can be made as to what may have occurred with this product at this time. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.